Event description:
It was reported that a connector piece on an ilet infusion set (contact detach) cracked and broke off in the tubing, after which the user noted elevated blood glucose values of 323 mg/dl and then 308 mg/dl despite replacing the connector and subsequently performing a full supply change. Customer care provided assistance which included customer troubleshooting with recommendation for supply replacement to ensure proper function. Investigation of this case revealed a damaged or broken connector component with continued hyperglycemia after replacement. No symptoms associated with hyperglycemia reported. Outcomes included no injury or medical intervention. It was concluded that the event involved device component damage leading to hyperglycemia, with resolution steps provided through supply change and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.